Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "while placing double lumen 4 french PICC for stem cell transplant, PICC rn met resistance with PICC m approximately the last 4.5 inches. Patient has right port a cath. Attempts made to pass point of resistance but unable to advance PICC fully. Upon withdrawal of 3 cg wire, approximately 2 inches from tip, the wire is bent/kinked off to the point of almost broken off. Wire immediately removed from procedure "

Event description:
It was reported via medwatch "while placing double lumen 4 french PICC for stem cell transplant, PICC rn met resistance with PICC m approximately the last 4.5 inches. Patient has right port a cath. Attempts made to pass point of resistance but unable to advance PICC fully. Upon withdrawal of 3 cg wire, approximately 2 inches from tip, the wire is bent/kinked off to the point of almost broken off. Wire immediately removed from procedure "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "while placing double lumen 4 french PICC for stem cell transplant, PICC rn met resistance with PICC m approximately the last 4.5 inches. Patient has right port a cath. Attempts made to pass point of resistance but unable to advance PICC fully. Upon withdrawal of 3 cg wire, approximately 2 inches from tip, the wire is bent/kinked off to the point of almost broken off. Wire immediately removed from procedure "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly and one guidewire w/hoop were returned for evaluation. The product sticker label indicates lot: refp4111. A kink in the polyimide tubing is present 4.9 cm from the distal tip. No complete fractures on the stylet were noted. Microscopic observation of the kinked region revealed the kink to be located in between the internal magnets the stylet tubing was cut distal to the damaged region in order to inspect the tubing wall thickness. The wall thickness was found to be within manufacturing specification. Based on the characteristics of the damage observed, possible contributing factors include advancement or retraction against resistance and damage during handling. Since a kink in the polyimide tubing was found to be present, the complaint is confirmed but the exact cause remains unknown.